Event description:
Overdelivery reported. The pump was set to infuse d5.45ns with 20 meq of potassium chloride at 125 ml/hr. Approx one hour after a new 1000ml container was hung, the pump alarmed air in line due to an empty IV container. The display reportedly indicated the correct infusion rate of 125 ml/hr, but showed that only 375ml had infused. The pt is a registered nurse and the possibility was raised by the user facility that she may have changed the device settings. The infusion did not cause any adverse pt effects. No add'l info was available.

Manufacturer narrative:
The pump passed performance verification within product specification, including delivery accuracy. The frequency of death or serious injury reports for code 102 (overdelivery) for lifecare plum products is approximately 0.77/million sets.